Event description:
A pt reported blood glucose results of 150mg/dl, 140 mg/dl, 140 mg/dl with a lifescan meter and 201 mg/dl, 190 mg/dl, 170 mg/dl on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodoloy, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.